Event description:
The customer stated that the celldyn 1800 analyzer generated erratic hemoglobin results on a fingerstick sample. Results of >>>>, >>>>, 5.1 g/dl, 17.7 g/dl and 14.4 g/dl were generated. The results were not reported. There was no impact to patient management reported.

Manufacturer narrative:
A field service representative (fsr) was dispatched to the account. The fsr replaced the rbc/plt transducer due to a broken electrode connector and completed preventive maintenance on the cell-dyn 1800 instrument. The data submitted by the customer had hgb values that exceeded the linearity limit, this was evident by the chevrons (>>>>) in place of numerical values. The customer reported that no flags were generated by the cell-dyn 1800 instrument; however the data demonstrated that patient and panic limits, rm, and r1 flags were generated by the instrument. Customer complaint data was reviewed and no adverse trends were identified. The cell-dyn 1800 system operator's manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.